Manufacturer narrative:
(B)(4). Damaged firing trigger teeth the analysis results found that the device was received with the firing mechanism damaged and with no reload on the device. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure while closing instrument there was a noise. After firing, the instrument could not be opened. Took new instrument for resecting the endo-cutter, outside the situs they could open the instrument with application of excessive force. No further information is available. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, load noises when firing the device were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. What was the patient's pre-op diagnosis? Unk. Please provide the patient's sex, age and weight - unk. What is the current status of the patient? Good. Is there any other additional information you would like to share about this device or procedure? Load noised when firing afterwards instrument could not be opened is it possible to say what the stroke count indicator displays at the time the device couldn't be opened? Unk. What position did the knife blade indicator show?[ unk has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. No has this any impact on the patient, the surgery or the healing process?[ no